Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. A blockage was present in the air / water nozzle. The blockage appeared to be a black fibrous material. The item did not originate from the olympus endoscope. The water flow and water removal had failed. The light and optical cover glasses adhesive was worn. The distal end adhesive was lifting. The switch head was stained. The up angle was lower than standard value. The left/right angle play was evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the air/water flow had possible blockage on the evis lucera elite gastrointestinal videoscope and could not be reprocessed. The issue was found during reprocessing. The user had followed the process from the facility for reprocessing the scope. The procedure was completed with the same device and no surgical delay. No patient harm reported. During the evaluation of the device, it was noted black debris was found protruding from the air/water nozzle due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of black debris found protruding from the air/water nozzle due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material exiting the scope was likely from gauze or lint used during reprocessing. The specific root cause of the incorrect reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges¿. Olympus will continue to monitor field performance for this device.